Event description:
A report was received from a user facility in (B)(6) stating that when the surgeon tried to make the incision the cutting tip failed, not performing the cut. The aspiration was okay, the blade was getting stuck. No medical intervention or treatment was required.

Manufacturer narrative:
Device has been requested for evaluation however it has not yet arrived. Sterilization and lot history records were reviewed and no exceptions were found.